Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of thyroid cancer ("thyroid cancer"), device expulsion ("essure device migrated to the uterus / essure device had migrated from the fallopian tube"), pregnancy with contraceptive device ("pregnancy"), fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("migration of essure device") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. 21 066 dk) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included wisdom teeth removal, gastric ulcer, multigravida and parity 2 ((B)(6) 2006; (B)(6) 2009). Concurrent conditions included abdominal pain, nausea, fever chills, vaginal bleeding, fatigue, malaise, body numbness, non-tobacco user, dysfunctional uterine bleeding and overweight. Family history included lung cancer (maternal aunt), colon cancer (maternal uncle), breast cancer (maternal grandmother), hypertension (mother; maternal aunt, maternal uncle), heart disease, unspecified and diabetes (maternal grandmother, paternal grandmother). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, 9 months 9 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced post procedural hypothyroidism ("post-operative hypothyroidism"). In 2015, the patient experienced thyroid cancer (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), the first episode of weight increased ("weight gain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), uterine pain ("uterine pain"), the first episode of menorrhagia ("abnormally heavy menstrual bleeding"), the second episode of menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and the second episode of weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy), surgery (bilateral salpingectomy hysterectomy with bilateral salpingectomy) and surgery (bilateral salpingectomy hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the thyroid cancer, device expulsion, pregnancy with contraceptive device, fallopian tube perforation, device dislocation, post procedural hypothyroidism, fatigue, headache, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, menstrual disorder, dyspareunia, female sexual dysfunction and the last episode of weight increased outcome was unknown and the genital haemorrhage, migraine, the last episode of menorrhagia and vaginal haemorrhage had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menstrual disorder, migraine, post procedural hypothyroidism, pregnancy with contraceptive device, thyroid cancer, uterine pain, vaginal haemorrhage, the first episode of menorrhagia, the first episode of weight increased, the second episode of menorrhagia and the second episode of weight increased to be related to essure. The reporter commented: on (B)(6) 2014, at 3 weeks gestation, advice from physician she made the incredible difficult decision to terminate the pregnancy. It was reported that underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: essure device had migrated from the fallopian tube. On (B)(6) 2014, ultrasound was performed, the results of which revealed that she was pregnant. Physician was advised her that if an essure device had migrated to her uterus it could be fatal to the pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter information, patient details, other relevant history, lab data, product information, events- perforation (fallopian tube), migration of essure device, abnormal bleeding (general), abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), weight gain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid (pelvic inflammatory disease)"), uterine inflammation ("uterine inflammation"), device breakage ("broken, missing coils"), fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)"), uterine infection ("uterine infection"), device expulsion ("essure device migrated to the uterus / essure device had migrated from the fallopian tube"), thyroid cancer ("thyroid cancer"), pregnancy with contraceptive device ("pregnancy"), device dislocation ("migration of essure device ") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. 21066dk(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) right fallopian tube" on (B)(6) 2013 and device ineffective "device ineffective". The patient's medical history included wisdom teeth removal, gastric ulcer, multigravida (pregnancies: 05), parity 2 (births on (B)(6) 2006 and on (B)(6) 2009) and post-traumatic stress disorder. Concurrent conditions included abdominal pain, nausea, fever chills, vaginal bleeding, fatigue, malaise, body numbness, non-tobacco user, dysfunctional uterine bleeding, obesity, ovarian cyst, uterine cyst, fallopian tube cyst, bacterial vaginosis, spotting vaginal, endometriosis, adenomyosis, cervicitis, hot flashes, hydrosalpinx, fallopian tube fibroid, polycystic ovarian syndrome, premenstrual dysphoric disorder, uterine fibroids, ovulation pain and vaginitis. Family history included lung cancer (maternal aunt), colon cancer (maternal uncle), breast cancer (maternal grandmother), hypertension (mother; maternal aunt, maternal uncle), heart disease, unspecified and diabetes (maternal grandmother, paternal grandmother). Concomitant products included since (B)(6) 2015 and levothyroxine since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have thyroid cancer (seriousness criterion medically significant), the first episode of weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced depression ("depression"). In (B)(6) 2015, the patient experienced post procedural hypothyroidism ("post-operative hypothyroidism"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), uterine pain ("uterine pain"), the first episode of menorrhagia ("abnormally heavy menstrual bleeding"), the second episode of menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), nausea ("nausea") and anxiety ("psychiatric problems condition: mental anguish") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy hysterectomy with bilateral salpingectomy and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, uterine inflammation, device breakage, fallopian tube perforation, uterine perforation, uterine infection, device expulsion, thyroid cancer, pregnancy with contraceptive device, device dislocation, post procedural hypothyroidism, fatigue, the last episode of weight increased, headache, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, menstrual disorder, dyspareunia, female sexual dysfunction, depression, tooth disorder, nausea, weight decreased and anxiety outcome was unknown and the genital haemorrhage, migraine, the last episode of menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for device breakage, pelvic inflammatory disease, uterine infection and uterine inflammation with essure. The reporter considered abdominal pain lower, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menstrual disorder, migraine, nausea, post procedural hypothyroidism, pregnancy with contraceptive device, thyroid cancer, tooth disorder, uterine pain, uterine perforation, vaginal haemorrhage, weight decreased, the first episode of menorrhagia, the first episode of weight increased, the second episode of menorrhagia and the second episode of weight increased to be related to essure. The reporter commented: on (B)(6) 2013 her doctor claimed she "was having a hard time" and had to repeat procedure on patient's left side. On (B)(6) 2014, at 3 weeks gestation, advice from physician she made the incredible difficult decision to terminate the pregnancy. It was reported that underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Fu (B)(6) 2019, removal details: on laparoscopy, there was a normal small uterus. There were normal tubes and ovaries. The essure coil was visible, perforated through the myometrium and was attached to the right corneal uterine serosa. The distal end of the essure was still embedded within the myometrium. The vaginal cuff was dried following the procedure. Cystoscopy showed normal intact bladder mucosa and normal bilateral ureteral jets. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: results: essure device had migrated from the fallopian tube. On (B)(6) 2013 - essure confirmation test conducted and her doctor read her results, saying she was not occluded, and also said to wait a few months to see if occludes on it own. On (B)(6) 2014, ultrasound was performed, the results of which revealed that she was pregnant. Physician was advised her that if an essure device had migrated to her uterus it could be fatal to the pregnancy. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, menorrhagia, dyspareunia, back pain, fallopian tube perforation, device dislocation, dysmenorrhea, uterine perforation." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-feb-2019: reporter information was added. Her demographic was added. Her historical/concurrent conditions were added. Per medical record following events: pid (pelvic inflammatory disease), uterine inflammation, uterine infection, broken, missing coils were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("essure device migrated to the uterus / essure device had migrated from the fallopian tube"), thyroid cancer ("thyroid cancer"), pregnancy with contraceptive device ("pregnancy"), fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device ") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. 21066dk) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) right fallopian tube" on (B)(6) 2013 and device ineffective "device ineffective ". The patient's past medical history included wisdom teeth removal, gastric ulcer, multigravida (pregnancies: 05) and parity 2 (births on (B)(6) 2006 and on (B)(6) 2009). Concurrent conditions included abdominal pain, nausea, fever chills, vaginal bleeding, fatigue, malaise, body numbness, non-tobacco user, dysfunctional uterine bleeding and obesity. Family history included lung cancer (maternal aunt), colon cancer (maternal uncle), breast cancer (maternal grandmother), hypertension (mother; maternal aunt, maternal uncle), heart disease, unspecified and diabetes (maternal grandmother, paternal grandmother). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced thyroid cancer (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the first episode of weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced depression ("depression"). In (B)(6) 2015, the patient experienced post procedural hypothyroidism ("post-operative hypothyroidism"). On an unknown date, the patient experienced the second episode of weight increased ("weight gain"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), uterine pain ("uterine pain"), the first episode of menorrhagia ("abnormally heavy menstrual bleeding"), the second episode of menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems") and nausea ("nausea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, thyroid cancer, pregnancy with contraceptive device, fallopian tube perforation, uterine perforation, device dislocation, post procedural hypothyroidism, fatigue, the last episode of weight increased, headache, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, menstrual disorder, dyspareunia, female sexual dysfunction, depression, tooth disorder and weight decreased outcome was unknown and the genital haemorrhage, migraine, the last episode of menorrhagia and vaginal haemorrhage had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menstrual disorder, migraine, nausea, post procedural hypothyroidism, pregnancy with contraceptive device, thyroid cancer, tooth disorder, uterine pain, uterine perforation, vaginal haemorrhage, weight decreased, the first episode of menorrhagia, the first episode of weight increased, the second episode of menorrhagia and the second episode of weight increased to be related to essure. The reporter commented: on (B)(6) 2013 her doctor claimed she "was having a hard time" and had to repeat procedure on patient's left side. On (B)(6) 2014, at 3 weeks gestation, advice from physician she made the incredible difficult decision to terminate the pregnancy. It was reported that underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: essure device had migrated from the fallopian tube on (B)(6) 2013 - essure confirmation test conducted and her doctor read her results, saying she was not occluded, and also said to wait a few months to see if occludes on it own. On (B)(6) 2014, ultrasound was performed, the results of which revealed that she was pregnant. Physician was advised her that if an essure device had migrated to her uterus it could be fatal to the pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: patient¿s information and lab data were added. Removal date of essure was updated to (B)(6) 2017, and the events ¿uterine perforation¿, ¿device ineffective¿, ¿depression¿, ¿tooth disorder¿, ¿nausea¿ and ¿weight loss¿ were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("essure device migrated to the uterus / essure device had migrated from the fallopian tube"), thyroid cancer ("thyroid cancer"), pregnancy with contraceptive device ("pregnancy"), fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device ") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. 21066dk(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) right fallopian tube" on (B)(6) 2013 and device ineffective "device ineffective ". The patient's past medical history included wisdom teeth removal, gastric ulcer, multigravida (pregnancies: 05) and parity 2 (births on (B)(6) 2006 and on (B)(6) 2009). Concurrent conditions included abdominal pain, nausea, fever chills, vaginal bleeding, fatigue, malaise, body numbness, non-tobacco user, dysfunctional uterine bleeding and obesity. Family history included lung cancer (maternal aunt), colon cancer (maternal uncle), breast cancer (maternal grandmother), hypertension (mother; maternal aunt, maternal uncle), heart disease, unspecified and diabetes (maternal grandmother, paternal grandmother). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced thyroid cancer (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the first episode of weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced depression ("depression"). In (B)(6) 2015, the patient experienced post procedural hypothyroidism ("post-operative hypothyroidism"). On an unknown date, the patient experienced the second episode of weight increased ("weight gain"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), uterine pain ("uterine pain"), the first episode of menorrhagia ("abnormally heavy menstrual bleeding"), the second episode of menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems") and nausea ("nausea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy), surgery (bilateral salpingectomy hysterectomy with bilateral salpingectomy), surgery (bilateral salpingectomy hysterectomy with bilateral salpingectomy) and surgery (bilateral salpingectomy hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, thyroid cancer, pregnancy with contraceptive device, fallopian tube perforation, uterine perforation, device dislocation, post procedural hypothyroidism, fatigue, the last episode of weight increased, headache, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, menstrual disorder, dyspareunia, female sexual dysfunction, depression, tooth disorder, nausea and weight decreased outcome was unknown and the genital haemorrhage, migraine, the last episode of menorrhagia and vaginal haemorrhage had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menstrual disorder, migraine, nausea, post procedural hypothyroidism, pregnancy with contraceptive device, thyroid cancer, tooth disorder, uterine pain, uterine perforation, vaginal haemorrhage, weight decreased, the first episode of menorrhagia, the first episode of weight increased, the second episode of menorrhagia and the second episode of weight increased to be related to essure. The reporter commented: on (B)(6) 2013 her doctor claimed she "was having a hard time" and had to repeat procedure on patient's left side. On (B)(6) 2014, at 3 weeks gestation, advice from physician she made the incredible difficult decision to terminate the pregnancy. It was reported that underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: essure device had migrated from the fallopian tube. On (B)(6) 2013 - essure confirmation test conducted and her doctor read her results, saying she was not occluded, and also said to wait a few months to see if occludes on it own. On (B)(6) 2014, ultrasound was performed, the results of which revealed that she was pregnant. Physician was advised her that if an essure device had migrated to her uterus it could be fatal to the pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: update of information (batch is not valid) product technical complain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("essure device migrated to the uterus / essure device had migrated from the fallopian tube"), thyroid cancer ("thyroid cancer"), pregnancy with contraceptive device ("pregnancy"), fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device ") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. 21066dk(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) right fallopian tube" on 1-oct-2013 and device ineffective "device ineffective ". The patient's past medical history included wisdom teeth removal, gastric ulcer, multigravida (pregnancies: 05) and parity 2 (births on (B)(6) 2006 and on (B)(6) 2009 concurrent conditions included abdominal pain, nausea, fever chills, vaginal bleeding, fatigue, malaise, body numbness, non-tobacco user, dysfunctional uterine bleeding and obesity. Family history included lung cancer (maternal aunt), colon cancer (maternal uncle), breast cancer (maternal grandmother), hypertension (mother; maternal aunt, maternal uncle), heart disease, unspecified and diabetes (maternal grandmother, paternal grandmother). Concomitant products included levothyroxine since march 2015 and paroxetine hydrochloride (paxil) since april 2015. On (B)(6) 2013, the patient had essure inserted. In july 2013, the patient experienced thyroid cancer (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the first episode of weight increased ("weight gain") and weight decreased ("weight loss"). In march 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). On 13-dec-2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In january 2015, the patient experienced depression ("depression"). In april 2015, the patient experienced post procedural hypothyroidism ("post-operative hypothyroidism"). On an unknown date, the patient experienced the second episode of weight increased ("weight gain"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), uterine pain ("uterine pain"), the first episode of menorrhagia ("abnormally heavy menstrual bleeding"), the second episode of menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), nausea ("nausea") and anxiety ("psychiatric problems condition: mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy), surgery (bilateral salpingectomy hysterectomy with bilateral salpingectomy), surgery (bilateral salpingectomy hysterectomy with bilateral salpingectomy) and surgery (bilateral salpingectomy hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, thyroid cancer, pregnancy with contraceptive device, fallopian tube perforation, uterine perforation, device dislocation, post procedural hypothyroidism, fatigue, the last episode of weight increased, headache, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, menstrual disorder, dyspareunia, female sexual dysfunction, depression, tooth disorder, nausea, weight decreased and anxiety outcome was unknown and the genital haemorrhage, migraine, the last episode of menorrhagia and vaginal haemorrhage had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menstrual disorder, migraine, nausea, post procedural hypothyroidism, pregnancy with contraceptive device, thyroid cancer, tooth disorder, uterine pain, uterine perforation, vaginal haemorrhage, weight decreased, the first episode of menorrhagia, the first episode of weight increased, the second episode of menorrhagia and the second episode of weight increased to be related to essure. The reporter commented: on (B)(6) 2013 her doctor claimed she "was having a hard time" and had to repeat procedure on patient's left side. On (B)(6) 2014, at 3 weeks gestation, advice from physician she made the incredible difficult decision to terminate the pregnancy. It was reported that underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on 1-oct-2013: total bilateral occlusion; on 17-oct-2013: essure device had migrated from the fallopian tube on 16-oct-2013 - essure confirmation test conducted and her doctor read her results, saying she was not occluded, and also said to wait a few months to see if occludes on it own. On mar-2014, ultrasound was performed, the results of which revealed that she was pregnant. Physician was advised her that if an essure device had migrated to her uterus it could be fatal to the pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: pfs received: new event: anxiety, concomitant drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("essure device migrated to the uterus / essure device had migrated from the fallopian tube"), thyroid cancer ("thyroid cancer") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure (batch no. 21 066 dk) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included wisdom teeth removal and gastric ulcer. Concurrent conditions included abdominal pain, nausea, fever chills, vaginal bleeding, fatigue, malaise, body numbness, non-tobacco user and dysfunctional uterine bleeding. Family history included lung cancer (maternal aunt), colon cancer (maternal uncle), breast cancer (maternal grandmother), hypertension (mother; maternal aunt, maternal uncle), heart disease, unspecified and diabetes (maternal grandmother, paternal grandmother). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2015, the patient experienced post procedural hypothyroidism ("post-operative hypothyroidism"). In 2015, the patient experienced thyroid cancer (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), uterine pain ("uterine pain"), the first episode of menorrhagia ("abnormally heavy menstrual bleeding"), the second episode of menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation"), migraine ("migraines"), headache ("headaches"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, thyroid cancer, pregnancy with contraceptive device, post procedural hypothyroidism, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, the last episode of menorrhagia, menstrual disorder, migraine, headache, dyspareunia, fatigue and weight increased outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menstrual disorder, migraine, post procedural hypothyroidism, pregnancy with contraceptive device, thyroid cancer, uterine pain, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: on (B)(6) 2014, at 3 weeks gestation, advice from physician she made the incredible difficult decision to terminate the pregnancy. It was reported that underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device had migrated from the fallopian tube on (B)(6) 2014, ultrasound was performed, the results of which revealed that she was pregnant. Physician was advised her that if an essure device had migrated to her uterus it could be fatal to the pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2018: medical record received: reporter, patient demographic information, all other relevant history updated. Product batch number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("essure device migrated to the uterus / essure device had migrated from the fallopian tube"), thyroid cancer ("thyroid cancer") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2015, the patient experienced hypothyroidism ("post-operative hypothyroidism"). In 2015, the patient experienced thyroid cancer (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), uterine pain ("uterine pain"), the first episode of menorrhagia ("abnormally heavy menstrual bleeding"), the second episode of menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation"), migraine ("migraines"), headache ("headaches"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, thyroid cancer, pregnancy with contraceptive device, hypothyroidism, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, the last episode of menorrhagia, menstrual disorder, migraine, headache, dyspareunia, fatigue and weight increased outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypothyroidism, menstrual disorder, migraine, pregnancy with contraceptive device, thyroid cancer, uterine pain, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: on (B)(6) 2014, at 3 weeks gestation, advice from physician she made the incredible difficult decision to terminate the pregnancy. It was reported that underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device had migrated from the fallopian tube on (B)(6) 2014, ultrasound was performed, the results of which revealed that she was pregnant. Physician was advised her that if an essure device had migrated to her uterus it could be fatal to the pregnancy. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but it considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter added and information updated, laboratory tests, suspect drug start date updated, stop date updated, added events abnormally severe menstrual pain, severe pelvic, lower abdominal, lower back and uterine pain, abnormally heavy menstrual bleeding, prolonged menstruation, abnormal menstruation, migraines, headaches; painful intercourse; chronic fatigue, weight gain, essure device had migrated from the fallopian tube, she was diagnosed with thyroid cancer in spring of 2015 and post-operative hypothyroidism in (B)(6) 2015 and updated event term severe pelvic pain (previously reported as severe pain), essure device migrated to the uterus (previously reported as essure device migrated to the uterus / essure device had migrated from the fallopian tube) and action taken as drug withdrawn. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.